Event description:
It was reported that the patient had inappropriate shocks due to oversensing during atrial fibrillation. The patient was shoveling snow at the time of the events. Technical services discussed the electrograms with caller. The clinic has checked the patient and the device sensing vectors. There were no additional adverse patient effects. The system remains implanted.